Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced dyspareunia, severe pelvic pain, urinary urgency problems, incontinence, scarring, and difficulty with daily activities, and exposure of the device. The patient had three surgical procedures to explant pieces of the device on (B)(6).

Manufacturer narrative:
Correction: item number, UDI number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received on 1/31/2023 indicates that on (B)(6) 2020 the patient was experiencing vaginal burning.